Event description:
It was reported patient underwent a revision procedure fourteen months post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was confirmed by review of medical records provided. Additional information does not affect the root cause. Medical records review indicates that patient presents with recurrent knee pain, x-rays and physical examination are consistent with failure of a right total knee arthroplasty; findings: loosening of the tibial base plate. All components manually loosened and removed, no dictation provided concerning anatomical or implant failures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, a2, b4, b5, b7, d10, e1, e2, e3, g1, g2, g3, g6, h1, h2, h6. Correction: h4. Medical product: tibia trabecular metal two-peg porous fixed bearing catalog # 42530007102 lot # 64278458. Articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog # 42522400710 lot # 64262654. Nexgen standard primary patella catalog # 00587806532 lot # 64227886.

Event description:
It was reported patient underwent a revision procedure fourteen months post implantation due to pain and tibial loosening. All tibial and femoral components were exchanged. Attempts to obtain additional information have been made; however, no more is available.